Manufacturer narrative:
Name: (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that the patient experienced there was insulin flow block alarm event due to the infusion set cannula was bent on (B)(6) 2026. The site of location was buttocks and used for one day.